Event description:
A customer reported that a sensor error message was received with the adc device and as a result, they experienced a loss of consciousness. The customer had contact with a healthcare professional who administered glucose drips for the diagnosis of hypoglycemia. The hcp also checked the customer¿s blood glucose and pressure, and monitor their heart. No further information was reported.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.